Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb was evaluated and recommended for replacement. The user was notified, however, no conclusion can be drawn as further service information is unavailable at this time.